Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 512 mg/dl at the time of incident. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were vomiting. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.